Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv (B)(4). Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test and self test. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), pillowing keypad overlay and scratches on case.